Manufacturer narrative:
Other applicable components are:product ID: 3889-28, lot# v663253, implanted: (B)(6) 2011, explanted: (B)(6) 2013, product type: lead.

Event description:
On 2016-07-08 (B)(4): it was reported that patient in 2013 during a battery replacement they discovered a lead was severed. There was no symptom reported. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.